Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device") and pelvic pain ("pain") in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and thermochroic ablation" on (B)(6) 2013. The patient's past medical history included live birth, cyst removal and appendectomy. Concurrent conditions included obesity, breast pain, menorrhagia, bacterial vaginosis and yeast vaginitis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. In 2014, the patient experienced alopecia ("hair loss."). On (B)(6) 2014, the patient experienced weight increased ("weight gain 20 lb. Weight gain in last month"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy(partial)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, vaginal infection, female sexual dysfunction, weight increased, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, device breakage, device dislocation, female sexual dysfunction, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Three coils were noted to be protruding beyond this tubal ostia at the end of placement as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record:vaginal infection, hair loss. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: demographic was added. Historical condition were added, concomitant medication added, following events: essure and thermochroic ablation, vaginal infection, apareunia (inability to have sexual intercourse), vaginal discharge,weight gain 20 lb. Weight gain in last month, hair loss, lower abdominal pain, malposition of essure device, device breakage were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device") and pelvic pain ("pain") in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and thermachoice ablation" on (B)(6) 2013. The patient's past medical history included live birth, cyst removal and appendectomy. Concurrent conditions included obesity, breast pain, menorrhagia, bacterial vaginosis and yeast vaginitis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. In 2014, the patient experienced alopecia ("hair loss."). On (B)(6) 2014, the patient experienced abnormal weight gain ("weight gain 20 lb. Weight gain in last month"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy(partial)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, vaginal infection, female sexual dysfunction, abnormal weight gain, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abnormal weight gain, alopecia, device breakage, device dislocation, female sexual dysfunction, pelvic pain and vaginal infection to be related to essure. The reporter commented: current weight 145 lbs. Three coils were noted to be protruding beyond this tubal ostia at the end of placement as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record:vaginal infection, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device") and pelvic pain ("pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and thermachoice ablation" on (B)(6) 2013. The patient's past medical history included live birth, cyst removal and appendectomy. Concurrent conditions included obesity, breast pain, menorrhagia, bacterial vaginosis and yeast vaginitis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. In 2014, the patient experienced alopecia ("hair loss."). On (B)(6) 2014, the patient experienced abnormal weight gain ("weight gain 20 lb.weight gain in last month"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("lower abdominal pain") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (hysterectomy(partial)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, vaginal infection, female sexual dysfunction, abnormal weight gain, alopecia, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, abnormal weight gain, alopecia, device breakage, device dislocation, dyspareunia, female sexual dysfunction, pelvic pain and vaginal infection to be related to essure. The reporter commented: current weight 145 lbs. Three coils were noted to be protruding beyond this tubal ostia at the end of placement as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record:vaginal infection, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received. Reporters information updated.events :dyspareunia were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.